Manufacturer narrative:
(B)(4).

Event description:
It was reported that unspecified transmitter issue occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determined to be a transmitter failed error. The reported event of unspecified transmitter issue occurred is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.